Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 14228628, description: next generation anchor kit sterile.

Event description:
A report was received that the patient had bruising over the device a few months ago, apparently the skin had tinned out until there was erosion at the site. It was also reported that the patient was experiencing headaches, increased weakness in the arms and flu-like symptoms for a couple of weeks. The patient was hospitalized and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s headache, increased weakness in the arms and flu-like symptoms for a couple of weeks were not device related. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had bruising over the device a few months ago, apparently the skin had tinned out until there was erosion at the site. It was also reported that the patient was experiencing headaches, increased weakness in the arms and flu-like symptoms for a couple of weeks. The patient was hospitalized and underwent an explant procedure.